Event description:
It was reported that during a gastric sleeve procedure, the clips would not properly form when fired. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what was shape of clip(s) that would not properly form when fired? Slightly bent, the jaws did not come together. Which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? It would have been on the stomach had the clips worked properly. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device?yes. It was difficult to feed the clips into the jaws of the stapler. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was clip fired over another clip or hard structure? No. Was the device fired after this incident in or out of the patient? If so, what was shape of clip? No. Slightly bent. The clips did not come together.